Event description:
On (B) (6) 2010, pt reported she has been receiving ongoing occlusions over the past few months that has resulted in hyperglycemia. Pt stated she received an e4 (occlusion) error while trying to bolus 10 units of insulin. Pt reported her blood glucose has ranged from 400-560 mg/dl, the highest which occurred on (B) (6) 2010. Pt's target blood glucose range is less than 150 mg/dl. Pt reported she attempted to start her backup infusion device using the same insulin cartridge and infusion set that were in use with her primary infusion device and received an e4 (occlusion) error while trying to prime the tubing. Had pt remove the infusion tubing and prime through the infusion adapter; was successful. Had pt complete an empty prime and bolus on her primary infusion device; both were successful. Had pt insert existing cartridge and new infusion tubing into infusion device; was able to successfully prime infusion set and place infusion device in run mode. Pt reported she attempted to bolus as a correction and infusion device displayed an e4 after 7 units of insulin were delivered. Reviewed recommended insertion site. Pt reported boluses of 4-5 units are typically fine but larger boluses causes' infusion device to occlude. Had pt insert a new headset, attempt to bolus; infusion device occluded at 3 units. Pt stated she gave a manual injection as correction during the call. Reviewed causes and typical troubleshooting steps of e4 (occlusion) errors. On call back from pt, she reported she filled a new cartridge with new insulin. Assisted pt with returning the piston rod and performed a successful prime. Advised small bolus to fill the cannula. Pt reported she placed infusion device to run mode with no problems. Pt stated her husband had looked at the infusion tubing and thought he may have seen a bubble moving through. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.